Event description:
During the leadless pacemaker (lp) system implant procedure, at the initial fixation attempt of the lp resulted in increased capture threshold and increased pacing impedance. While attempting to reposition the lp helix extended slightly. The lp was removed from tissue and pulled into the protective sleeve. At this time, the patient began experiencing chest pain. A pericardial effusion occurred due to a perforation of the apex of the right ventricle. A pericardiocentesis was performed to address the effusion. During suturing the cardiac tissue crumbled and the patient passed away.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.